Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bolus would terminate when starting to deliver and that the pump would say it was bolusing when it was not. Review of pump history indicated that the pump did not deliver an extra bolus; however, it could not be confirmed why pumping was stopped. Reportedly, the customer does not recall stopping boluses. The customer stated that they were very stressed and believed that the pump was functioning as intended during troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose level.